Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance anomaly and a new rv lead of a different model was placed. No additional adverse patient effects were reported.